Event description:
Upon review of the maude database, quest became aware of this incident being filed to the FDA and crossed link to an internal complaint file. During a dcp procedure, (B)(6) md, inserted the catheter and attached the balloon catheter to the inflation device. Pressure was brought up to 8 atm and the balloon would not hold pressure. (B)(6) instructed him to disconnect and then reconnect the luer attachment and inflate the balloon again. The balloon would not hold pressure. No leaking from the inflator could be seen at either the luer attachment or anywhere on the inflation device, and no fluid was found intra-nasally from a balloon leak. Another device was opened and the case was completed without complications.

Manufacturer narrative:
(B)(4).